Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented with noise over-sensing from their atrial lead causing inappropriate automatic mode switch episodes. Noise was replicated with isometric testing. A lead revision was discussed with a healthcare provider. Patient was stable after the event.